Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. Numbers did not ramp up without input and scroll bar did not move without input.

Event description:
Customer reported seeing a suspend circle on his insulin pump. Customer stated that the insulin pump started flashing numbers and a light came on. Customer also stated that the buttons on the insulin pump's keypad are not responding. Blood glucose level was 150 mg/dl at the time of the call. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.